Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. (B)(6). Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement navlock universal orange tracker shipped to site 09/27/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative alleged that while in a spinal fusion procedure, navigation using their navlock universal orange tracker was inaccurate. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.